Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient representative (pt rep) called and asked to be explained how to reduce stimulation settings of patient (pt) as she was showing side effects due to overstimulation. The patient received replacement yesterday and dismissed the same day. Before being dismissed the manufacturer representative (rep) explained how to use the th91d to change the stim parameter. Additional information was received from the manufacturer representative (rep) that patient had ipg replacement due to normal depletion. While programming the new percept ipg, rep incorrectly programmed the left brain lead settings into the right brain lead settings and the right brain lead settings into the left brain lead settings. Rep was notified by the patient's husband that pt was not doing well after coming home from surgery. Rep spoke with pt and realized after call that they may have programmed the device in error at the time of replacement. Rep immediately reviewed the programmed setting and confirmed that the settings were incorrect. Rep notified managing neurologist programming nurse practitioner and explained that pt was not feeling well post surgery and that they had made a programming error. Hcp arranged for the patient to come to clinic at where rep was able to input the correct settings into the patient's new ipg. Patient reported feeling better after the correct settings were programmed into the device. Rep notified implanting physician of the error and that it was reprogrammed to the correct settings. Rep followed up with patient's husband and he reported that pt was feeling better despite some dyskinesia. It was suggested he document time of her dyskinesia and share this information with the hcp. Per pt, she experienced dyskinesia prior to her implantation of dbs in 2010 and still experiences some dyskinesia with dbs. The issue was resolved. Additional information was received from the manufacturer representative (rep), pt rep sent rep a video of patient experiencing dyskinesis. Rep notified patient's managing nurse programmer of the patient video. Hcp was already working with patient to coordinate a patient appointment to review stimulation and medication regimen. Rep was able to show the video to medical doctor (md), in person. Md reviewed the video and will consult with nurse programmer about a plan to lower patient's parkinson's medications in the evening. Pt rep is reporting that dyskinesia is a problem later in the evening. Additionally, rep confirmed report of "overstimulation: was due to the programming error. This information has been confirmed. Additional information was received from the consumer who reported that the patient rep requested information on what the lower and upper limits are set for. The patient was set left- 3.0 and right 3.5. Patient services (ps) reviewed hcp or rep may have the information on upper and lower limits. The patient rep stated the patient had implant last monday and has been "going through hell" since then. The caller stated the patient had to go in the day after surgery because the settings were done improper and the rep had to redo them. The caller stated the pati ent was not able to sleep for 43 hours because of the rep and the new device.